Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(6). The dentist reported that, around 2 weeks after the dental implant was installed in intraoral region #12, its non-osseointegration was observed.